Manufacturer narrative:
This report is filed april 26, 2016. The implanted device remains.

Event description:
Per the clinic, the patient experienced chronic infection and skin overgrowth at the abutment site. The implanted device remains.